Manufacturer narrative:
(B)(4).

Event description:
It was reported after a couple of weeks of use, the customer stated they were getting inconsistent blue bullseyes and had to use a chest x-ray due to measurements being off. They received a steady blue bullseye that was solid when the tip of the catheter was not in the lower 1/3 of the svc. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through analysis of the patient data case. A sample console was also returned for evaluation. The sample was found to be in acceptable condition, passed functional testing, and a DHR review did not reveal any relevant findings. The vps senior algorithm scientist observed in patient data case (B)(6) the vps displayed a steady bbe. However, the customer continued to advance the PICC and stopped the placement procedure with the orange symbol. Use error caused or contributed to this event because the user did not conform to the information in the IFU for the console. A customer in-service has been requested.